Event description:
Information received from the patient reported that they had a return of their pain symptoms. It was noted that patient had a fall off a ladder last night that could be related to the issue. The pain radiated down their right leg that was similar to the pain they had that required their implantable neurostimulator (ins) to be implanted. The patient did state that the patient could be inflammation or acute pain but wanted to see if the stimulation would help. When the patient checked the ins there was poor communication. The patient was going to follow up with their healthcare professional (hcp) for the issue. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.